Event description:
Pt contacted dexcom tech support on (B)(6) 2011 to report that he had experienced a hypoglycemic episode while at work, of which his cgm did not alert him. Pt became disoriented and had to be treated at the hosp. Dexcom tech support has been trying to contact pt to collect more info in regards to issue.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.